Event description:
It was reported that during the implant procedure, there was a problem with the setscrews as "it was impossible to screw the device." A different device was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) - the device was returned, analyzed and the set screw was stuck to the wrench. It was noted that no anomalies were found.